Event description:
The manufacturer received information alleging a ventilator's set positive end expiratory pressure increased without manual adjustment. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's set positive end expiratory pressure increased without manual adjustment. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The ventilator's software was reloaded to address the issue.